Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2015-00351 and 00352. The hospital discarded the device.

Event description:
The patient was undergoing a medical procedure for a basilar tip aneurysm using a neuron delivery catheter, a penumbra system 5max ace reperfusion catheter, a penumbra system 3max reperfusion catheter and another manufacturer's coils. During the procedure the physician successfully deployed another manufacturer's coil into the aneurysm; however, the coil then fell out of the aneurysm. After several attempts at retrieving the coil using an alligator retriever, the physician decided to use a 3max reperfusion catheter in an effort to aspirate the coil from the patient's vessel. The physician noticed the neuron delivery catheter had become kinked; however, continued to advance the 3max catheter through it. The 3max catheter then became stuck in the neuron catheter; therefore, as the physician pulled the 3max catheter, it became fractured near the tip. A piece of the 3max catheter fell into the vessel and no attempts were made to retrieve the broken piece from the patient. However, the physician was able to remove the coil using alligator retriever. During the retrieval process, the basilar tip aneurysm ruptured. As the physician performed an angiography, a clot was seen in the m1 segment of the middle cerebral artery. The physician used a 5max ace reperfusion catheter; however, upon removal from the packaging, the 5max ace catheter was found fractured and was not used. A new 5max ace catheter was used to remove the thrombus successfully and the physician successfully coiled the ruptured aneurysm. Additional information was received on april 07, 2015 indicating that the patient expired two days post procedure due to hemorrhage from the ruptured aneurysm.